Manufacturer narrative:
A service engineer (se) inspected the device and found that battery back up was damaged. The repairs have not yet been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, 840 ventilator lacked patient ventilation and did not provide volume. At this time, it is unknown if the patient was transferred to an alternate ventilator or if there was patient harm.

Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator and found a damaged battery backup. The customer has not authorized repair at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the ventilator was no in use on a patient at the time of the reported event.